Event description:
On 15-jan-2026, it was reported by a sales representative via (B)(4) that an ar-8770-01 t25 hexalobe, cannulated driver shaft broke while extracting a screw. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.